Manufacturer narrative:
Investigation summary: bd received 18 samples for investigation. Ten of the customer samples were randomly selected and subjected to functional sleeve function testing. All the samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage during the draw based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle to draw 10 tubes of blood from an hiv positive patient, sleeve leakage occurred after the eighth tube. There was no exposure as the user was wearing proper ppe. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle to draw 13 tubes of blood, sleeve leakage occurred after the tenth tube was drawn. No adverse impact was reported regarding the patient or user.